Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
A revision of the patient's in-situ jts (non-invasive) extendible proximal femoral replacement (pin 20526) was requested. It was reported that the growing mechanism stopped working.